Manufacturer narrative:
Ortho-clinical diagnostics (ocd) performed retain testing to confirm reactivity of the c antigen. Satisfactory results were observed. Patient samples were not returned for furhter investigation.